Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified the device fractured at the handle. Product not returned. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately two (2) weeks ago during a surgery, the front part of the device with the needle broke off the green handle after the first implant was pushed with the inserter. Attempts have been made and no further information has been provided.